Event description:
Used "cologuard and result was "positive." Went for a colonoscopy. Result came back "perfect." Doctor said it was a 100% false positive. Naturally happy with the results, however, very shocked when doctor said "cologuard" does in some cases (about 13% of the time). Produce "false positive" and "false negative" get a "positive" and automatically you so for a colonoscopy. Get a "negative" and you are "happy". If perchance it is a "false negative", no one knows and the cancer just gets worse, totally unchecked. "Cologuard" is as bad as can be. Should be taken of the market. As a diagnostic tool it is a scam.